Event description:
This cusotmer has recently had numerous pt organisms whose vitek and mrsa screen agar results do not correlate. The vitek results have been reading at>8, yet the same isolates showed no growth on the mrsa screen agar plate. Quality control with the recommended organism, atcc 43300, was satisfactory. The customer is unsure if vitek, or the mrsa screen agar is the problem.